Event description:
It was reported that the ventilator's turbine module failed. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was initially reported that the device had a turbine module failure. Later on, information was supplied stating that the device generated technical errors 56, 20006 and 20004. The first two alarms are generated when the device monitoring and control board are replaced/exchanged at the same time, the last alarm is a startup alarm, indicating that the alarm sound level is too low. The cause can be that the microphone that detects the alarm sound from the buzzer, is not picking up the alarm sound sufficiently due to other noise in the room. The device sw options are stored in the device monitoring and control printed circuit boards, and when they are both dismounted, the installed options are lost. To solve this issue, the device has to be returned back to the factory for repair, onsite repair is not possible. Nothing has been returned for technical investigation or repair, the ventilator logs have not been received either. H3 other text : 4114.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer and the device generated technical errors 56, 20006 and 20004. The first two alarms are generated when the device monitoring and control board are replaced/exchanged at the same time, the last alarm is a startup alarm, indicating that the alarm sound level is too low. The cause can be that the microphone that detects the alarm sound from the buzzer, is not picking up the alarm sound sufficiently due to other noise in the room. The device sw options are stored in the device monitoring and control printed circuit boards, and when they are both dismounted, the installed options are lost. The unit was returned for technical investigation performed by the customer return department. However, the unit is not repaired since its in unusable condition. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name ¿ previous brand name: servo-air. Corrected brand name: base unit, servo-air. D4 ¿ version or model # - previous version or model #: servo-air. Corrected version or model #: 6882000. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4) ¿ manufacture date - previous manufacturing date: 11/01/2020, corrected manufacturing date: 09/28/2020.